Event description:
A scope was placed into steris system I. Data entered and started. There was a popping sound. Technician attempted to cancel the cycle, was unable to. Water and sterilant leaked out of machine at corner. Fumes in dept from sterilant. No known injury to employee.